Event description:
Prior to an implant procedure, the physician observed an inconsistent insulation thickness at the middle of the right ventricular (rv) lead after removing it from the packaging. The rv lead was exchanged to resolve the event. The patient was in stable.

Manufacturer narrative:
The reported event indicated that there was a difference in the lead¿s body diameter almost in the middle of its length. As received, a complete lead was returned in one piece for analysis. Visual examination did not reveal any anomalies. The lead¿s body proximal and distal regions were measured within specifications. The change in diameter in this section of the lead body is normal for the single shock optisure lead.